Manufacturer narrative:
Qn#(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the air cushion mask on the adult resuscitation bag was found deflated prior to use on a patient that need ed assistance breathing.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on lot number 1530 and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the air cushion mask on the adult resuscitation bag was found deflated prior to use on a patient that need ed assistance breathing.